Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4). Investigation results will be provided in the final report.

Event description:
It was reported that the patient's right ventricular lead exhibited an acute rise capture threshold. During the lead revision procedure, blood was observed within the lead. The lead was explanted and replaced on (B)(6) 2019. The patient was stable post procedure.